Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. In addition, it was reported that the pump battery gauge was observed to be fluctuating. The customer's blood glucose level was 110 mg/dl. During follow up, the customer reported that the alert had not reoccurred after charging the pump.